Event description:
Johnson and johnson acuvue vita contact lens are causing redness, blurriness, and small bumps in eye lids. I have worn this exact brand and type for years without ever having an issue. I waited a month to try my contacts again so I could allow my eyes to fully heal. I thought it was just allergies. I opened a brand-new set of contacts and by the end of the day, my eyes were back to the severe situation as before. I know recently they changed the packaging of these lenses but I am not sure if they changed the ingredients.